Event description:
Mother returned my call (I had been unable to reach family for many days) on 10/18/94 and told me that the pt had died last night (10/17/94) in the hospital. She said she couldn't tell me what had happen but that it started at home and when they got to the hospital the t was clinically brain dead. She said theere was going to be an investigation & wanted our equipment left at home. She also said it was not our fault or the equipment's fault & not to worry.